Event description:
Explanting physician reported "device rupture". Device has been removed. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others, brown particles in the shell, underweight and crease flat. A microscopic analysis was performed which identified broken sharp edge on the posterior side and wear abrasion. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken edge on the posterior side, assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported "device rupture". Device has been removed. This record relates to the right side.